Event description:
The account stated the bed exit call is not going to the nurse's station.

Manufacturer narrative:
The technician isolated the issue to the sidecom circuit board. He replaced the sidecom circuit board to repair the bed.